Event description:
Boston scientific crm received information that this patient was exhibiting oversensing which led to pacing inhibition of greater then 2 seconds. Low impedance measurements of 240 ohms were noted. This device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.